Event description:
Reference #: (B)(4) for all attachments and related complaints unknown pump. After changing cassette, the pump alarmed "no disposable detected." The cassette was used on two other pumps, with the same alarm. Once cassette was changed, the pump did not alarm and incident was resolved. No clinical consequences for patient.